Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number.  The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Translated asr claim letter received. Claim letter alleges long series of luxations, high levels of chromium and cobalt and metallosis. It was also indicated that the plaintiff had pronounced sensory and motor deficit in the operated limb. It was reported that the patient had to undergo a number of revision operations to replace the prosthetic implant and promptly asking for compensation for all the damages suffered. Doi: (B)(6) 2005; dor: (not reported); left hip (asr).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.